Event description:
Error 99 was found during device log review. However this error (watchdog error) is a known issue and is linked to a software issue. This error has been corrected in the software version 1.9a. And in this case it was triggered prior to this software upgrade. The device was received in lake zurich for preventive maintenance during which our local technical team found that during ocs test, the clamp motor was abnormally noisy, so it was replaced as a measure of precaution. Also upon internal visual inspection the ribbon cable that link the cpu board to the power board was bound damaged. The part was replaced but unfortunately was discarded before being sent back to brézins for further investigation. Therefore the root cause of this damage remains unknown. To our knowledge this complaint is not being related to patient safety. This complaint is valid. No action was initiated for this event as per our local procedures however the complaint has been registered for statistical monitoring.the trend is normal and reported risk is lower than estimated risk.

Event description:
During pm, noisy clamp motor was noticed; damaged ribbon cable was replaced (cpu to power supply).